Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 260 mg/dl. The customer also reported a no delivery alarm occurring prior to the motor error alarm. The customer also stated a motor position encoder error alarm occurred after several motor error alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.